Event description:
It was reported that the patient presented for follow-up in the clinic. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited high, out of range pacing impedance and intermittent loss of capture. During lead repositioning procedure, it was observed that the ra lead could not be disconnected from the atrial port of the pacemaker. Both the ra lead and the pacemaker were explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing lead impedance and capture anomaly were not confirmed. As received, a partial lead (only the connector) was returned in one piece for analysis. Final analysis did not find any anomalies except for damages consistent with procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.